Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cause for the failure was isolated to broken pulse wire in the trunk cable. The root cause for the broken wire could not be positively identified. There were no adverse events associated with the damaged belt.